Event description:
The complainant reported that following foley placement in the coronary care unit, an impella cp patient's urine became dark red. It was noted that intermittent suction alarms were occurring leading up to the noted condition. Despite repositioning the pump, the issue persisted and the patient's hemodynamic pressures continued to drop. The patient passed away on support. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
A.4 and a.5 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
E.1 added zip code extension as it was inadvertently omitted from the initial report that was submitted. The customer's device was not returned for investigation but event logs were available for review. A device history review was completed and the pump passed all post-sterile inspection checks. Analysis summary: the clinical details reported that the patient had a foley placed and had dark red urine output. Additionally, intermittent suction alarms correlated with reduction in levophed drops. The pump was confirmed to be in proper position via fluoroscopy, and no blood products were infused. Early that morning, the medical doctor made attempts to reposition the pump, but suction did not resolve, and the patient expired on support. Pump suction: data logs were reviewed and the intermittent suction was confirmed. There were no motor current (mc) spikes and no positioning alarms, supporting the clinical report that the pump was in adequate position. There were 111 triggers of suction, both intermittent and continuous, throughout support. It was also noted that there were several severe trends down in the placement signal (ps) during the case. This correlates with the clinical detail provided that the patient's pressure would drop when levophed drops were attempted to be weaned. During the first major trend down in ps, there was a clear drop in diastolic mc while at p-9, followed by the "impella flow reduced" algorithm activating, and suction alarms. This all indicates that the patient's condition had deteriorated. The version of suction that triggered the most during the case was the pulsatile algorithm (98 occurrences), which triggers when the mcmax value is below a threshold for the p-level. This indicates that in addition to low systemic pressures, the pump did not have sufficient volume to flow well even during systole. The product was not returned for investigation. The clinical details provided in conjunction with the trends seen on data logs indicate that the cause of the pump suction was patient condition related. Hemolysis/hematuria: as detailed above, there were many triggers of suction alarms throughout the case, particularly continuous suction alarms, indicating that the pump did not have sufficient volume for typical mcmax values intermittently throughout the case. Data logs did not have any positioning alarms, supporting that the pump was in proper position. There were also no mc spikes to indicate an ingestion event was causing suction. Finally, the significant trends down in the ps support the clinical report that the patient was heavily reliant on the levophed drop to maintain systemic pressures. The product was not returned for investigation. The clinical details provided in conjunction with the trends seen on data logs indicate that the cause of the hemolysis was patient condition related.